Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the leaflet tear and increased mitral regurgitation (mr). It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. The clip delivery system (cds) was being advanced to the tricuspid valve; however, it was noted that the mr was more severe than expected, at 3+. The decision was made to treat the mitral valve first. Severe calcium was noted on the posterior leaflet, at p2; therefore, grasping was performed on the lateral part of the valve, just medial to the calcium. Grasping was successful, but a leaflet tear occurred and the mr increased to 4+. The clip was not implanted, and the cds was removed. No further treatment was attempted on the mitral valve. One clip was implanted on the tricuspid valve, reducing the tr to 1-2. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. Based on this information the reported patient effect of tissue damage appears to be related due to procedural circumstances as the leaflet tear occurred while grasping the mitral valve. The reported patient effect of worsening mitral regurgitation (mr) appears to be the cascading effect of mitral valve injury caused during the procedure. The reported patient effects of mitral valve injury (tissue damage) and worsening mr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.